Manufacturer narrative:
(B)(4). Additional information: sales unit carton is damaged on top and bottom. Damage appears to be caused by handling and storage outside of OEM. Complaint indicated damage on two of the packages and damaged sales unit carton. The carton that was returned was confirmed to have crush damage to the top and bottom as well as scrapes on the front, printed side. Each of the six packages was visually inspected. All of the packages showed evidence of crinkled tyvek indicative of crushing of the packaging material. One of the packages had damage on the flexible blister most likely due to compression of the package against another package in the box. The damage did not perforate the blister; however, the package next to the one with the damaged blister was confirmed to have a hole in the tyvek lid stock. The hole was positioned near the suture post and was most likely caused by the same or similar compression which caused the damage to the flexible blister. The damage seen on the packages was likely caused by a compression force causing interaction between the two packages. In other words, the suture post of one package pressed against the stopcock of the other package nesting next to it creating the damage to the packaging materials when the compression force was applied. The customer indicated that the shipper and sales unit containers were damaged and the crush damage on the carton is typically a result of compressive forces applied to the carton during handling or transportation. Based on the visual examination of the sample and the information provided by the customer, the cause of the damage is suspected to have occurred external to the packaging facility. Lot history records for k4c67y, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that 2 pieces of device packaging were damaged. One had damage on tyvek near the suture post and the other had a damage on c-film near the stopcock. The shipper and the sales carton were damaged.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.